Event description:
It was reported that the patient had the inflatable penile prosthesis (ipp) removed as the pump had eroded. A new tactra penile prosthesis was implanted. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.